Event description:
Same case as MFR#: 2134265-2012-00323, 2134265-2012-00526 and 2134265-2012-00527. It was reported that during a rotational atherectomy treatment procedure, a patient death occurred. Vascular access was obtained via the left femoral artery. Angiography was performed and target lesions were identified. The first 90% stenosed target lesion was located in the mildly torturous and severely calcified proximal left anterior descending artery (lad). The second 70% to 80% stenosed lesion was located in the mildly torturous and severely calcified mid lad. Finally, the third 70% stenosed target lesion was located in the mildly torturous and severely calcified distal lad. A 0.035, 145cm unspecified j-tip guide wire was inserted through a 6f unspecified introducer sheath and advanced to the lad. A 100cm 8f, non-bsc guide catheter was then also advanced followed by the 1.50mm rotalink plus burr catheter which was advanced over the 330cm floppy rotawire guide wire. Two ablations were performed for duration of 28 and 26 seconds, respectively. The burr catheter was then removed and exchanged for the 1.75mm rotalink burr. Two additional ablations were performed with this second burr for durations of 22 and 16 seconds each, respectively. Rotablation was completed successfully without any complications noted. To continue the procedure, a 2.5x20mm non-bsc balloon catheter was advanced and used for pre-dilation. One inflation was performed for 24 seconds at 12atms followed by a second inflation at 15 seconds at 12atm, both in the mid lad. A 2.5x15mm non-bsc stent was implanted in the distal lad and inflated to 11atm for 18 seconds. Next, a 3.0x28mm non-bsc stent was then implanted in the mid lad and inflated to 12am for 15 seconds. The patient was then noted to be in respiratory arrest and CPR was initiated. A code blue was initiated. The code was ended and the patient expired. The reported cause of death is listed as cardiac arrest. Medications given included: bivalirudin and dopamine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).